Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The endoscopic image was distorted and not displayed due to corrosion of the contacts of the video connector socket. The printed circuit board battery was dead. The video input terminal was corroded. About 15 years have passed since the device was delivered, and more than 10 years have passed since it was last repaired. It is possible that the endoscopic image was not displayed due to poor electrical contact due to the corrosion of the inside of the video connector socket due to repeated use for a long period of time. From the device repair history, the device had its main board and video connector socket replaced on (B)(6) 2010. The device was manufactured over 15 years ago, so omsc was unable to check the device history record. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with the event.